Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761, serial# (B)(4). Product type recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was unable to hold a spoon or a glass due to shaking so hard. The replacement desktop charger didn¿t resolve the issue and the shaking hadn¿t resolved. The patient stated they weren¿t a technician but because of the broken wire they had not been charged for more than 6 days. Since they were in a nursery facility, they didn¿t believe the cna¿s were able to fully monitor the charging. They spoke to the doctor¿s technician and they felt that the ins was fully off and the charge wasn¿t really taking. This was all information from the patient¿s wife, and they couldn¿t check on the patient due to the flu crisis (covid-19).

Manufacturer narrative:
Other applicable components are: product ID: 37751, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4), date of the event (B)(6) 2020 is an estimate if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the little black wire was loose on the desktop charger (dtc), noting that it was plugged into the recharger, but the black part was gone, and they could see the wires. The patient's wife also indicated that she noticed last week when she was visiting the patient at the nursing home, patient was shaking really hard. The caller asked the nurses if they were charging the patient's implantable neurostimulator (ins), and they confirmed that they charge it twice a day. Caller says she tried to test the charging equipment and noticed that the dtc was damaged and showing wires, the little black wire on the dtc was loose and it was plugged into the recharger but the black part was gone. So she thinks that his recharger may not have been charging and not charging his ins as a result. A replacement dtc was sent to the patient. Caller was advised to report symptoms to the health care provider (hcp) if they persist after she confirms ins is charged and on.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: : product ID 37761 serial#(B)(4) product type recharger analysis of the desktop charger -sn (B)(4) found the cable assembly connector pin was broken. Charger model #-37751 as initially submitted was incorrect. The correct charger model number is 27761.

Manufacturer narrative:
Product ID 37761, serial# (B)(4). Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient was unable to hold a spoon or glass due to the shaking. The replacement dtc did not resolve the charging problem. The patient thought that because of the broken wire, the patient had not charged for more than 6 days. Since the patient was in a nursing facility, the patient didn¿t think the cna's were able to monitor the charging. The patient saw the healthcare professional (hcp), she saw the device was off and the charge wasn¿t taking.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761, serial# (B)(4). Product type recharger: analysis revealed that the connector pins on the recharger were broken. If information is provided in the future, a supplemental report will be issued.